Manufacturer narrative:
Additional info b5: medtronic received additional information that there was no damage observed to the external motor drive. The customer stated that it sounded like there was a de-coupling within the ap40 pump. No reduction in flow was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case involving the an affinity centrifugal pump, the centrifugal pump/external drive motor began to make a loud abnormal noise, and it was suspected that the magnet had detached. The flow was reduced by the customer and then returned to the previous setting, after which the noise resolved. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event. There were two lots of cbap40 used in the manufacture of the custom pack: 230058150 and 229958257. The exact lot number of this device is unknown.